Event description:
The customer reported am error code on voltage. This message likely resulted in a system shut down situation without command. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.